Event description:
It was reported that the patient was experiencing difficulty charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted product was not returned per hospital policy.